Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6)2010. (B)(4).

Event description:
It was reported that the patient had syncope. It was noted that the patient's right ventricular (rv) lead had a suspected fracture with undefined impedance and no capture at maximum output. The lead was capped and replaced. No further patient complications havebeen reported as a result of this event.